Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, after submerging the device in heparinized normal saline, a 2.5x12 rx trek balloon dilatation catheter (bdc) was advanced over a non-abbott guide wire and to a heavily calcified, eccentric, 90% stenosed, de novo lesion in the mildly tortuous distal left circumflex coronary artery without resistance. The trek rx bdc was inflated to 10 atmospheres (atm), then deflated. During the second inflation, the balloon ruptured below 10 atm. The trek rx was withdrawn from the anatomy without resistance. A non-abbott bdc was used to complete lesion dilatation, followed by deployment of an rx xience prime stent, successfully completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue; guide catheter: heartrail 6f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.